Event description:
It was reported that the patient underwent sling procedure on an unknown date. Following the procedure, the patient experienced exposure of the mesh of less than 1 cm. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.